Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing. The infusion set was disconnected from the cartridge connection and very little insulin was observed exiting the cartridge tubing. A supply change was performed resolving the issue. Customer's blood glucose was 140 mg/dl.